Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt211 adult dual heated breathing circuits each had holes in the connection tubing. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Lot number: 120319, manufacturing date: 03/19/2012, quantity affected: (B)(4) ; unknown, unknown, (B)(4). The complaint rt211 dual heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Lot number: 120319, unknown; manufacturing date: 03/19/2012, unknown; quantity affected: (B)(4). Method: the complaint drylines were returned to fph in (B)(4) and were visually inspected. Results: visual inspection revealed that both dryline tubes sustained a hole, about 2cm away from the connector. A lot check revealed no other complaints of this nature for lot number 120319. Conclusion: it was identified that damage to the rt211 drylines was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty block was replaced last year. The complaint dryline tube with lot number 120319 was manufactured prior to the replacement of the faulty corrugator block. During the production of the dryline tubes, a pressure test is performed every (B)(4) mintures and those that fail are set aside for further inspection. The user instructions for the rt211adult dual heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two rt211 adult dual heated breathing circuits each had holes in the connection tubing. This was observed prior to patient use.